Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states black particles throughout the humidifier. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer became aware that a user of the rep dreamstation auto CPAP had states black particles throughout the humidifier. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was zero error code found. The unit has passed the final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product UDI number, device serviced by 3rdparty, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg. Has been updated. In box h6: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.